Event description:
On (B)(6), 2013, the patient underwent treatment for an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6), 2014, imaging identified a distal type 1 endoleak associated with the iliac extender component and aneurysm enlargement of 5mm. It was reported that the endoleak was due to a lack of seal in the right distal common iliac artery. On (B)(6), 2014, an iliac extender component was implanted to treat the endoleak. Final imaging showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the endoleak could not be determined with the provided information. Concomitant medical products: the patient¿s medications include: benadryl, furosemide, morphine sulfate, prednisone, and ramipril.